Event description:
Reporter is patient who states doctor changed her albuterol inhaler to a more generic brand called "proair." She states that the device, when triggered, sucks medication back out, rather than into her body as did her original albuterol inhaler. The "proair" is not working for her. The pharmacist has replaced the device twice in the past 2 months. The device works in reverse. She's never had this problem before.